Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon catheter burst occurred. The 99% stenosed chronic totally occluded target lesion was located in a severely calcified and mildly tortuous right coronary artery (rca). When the physician tried to pass the stingray guidewire through the guidewire entry port of the stingray re-entry balloon catheter, the device would not pass through. Subsequently, when the stingray catheter was inflated at an unknown atm, the balloon burst. The stingray catheter was exchanged with another of the same and but still the stingray guidewire would not pass through the guidewire entry port. The procedure was not completed due to this event and the physician will try again on another date. No patient complications were reported and the patient's status is stable.